Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found a large build up of solidified contrast media present inside the inflation lumen and balloon. The hypotube was kinked at various locations along its length. The device was attached to an encore inflation unit and several attempts were made to inflate the balloon, without success. The device was immersed in hot water, in an attempt to dissolve the solidified contrast media that was present. However, all additional attempts to inflate the balloon failed. A detailed microscopic examination of the balloon material could not identify any tears or holes in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventional treatment procedure, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the moderately tortuous proximal left anterior descending artery. The 3.0x15mm maverick2 mr balloon catheter crossed the lesion, inflation was performed to 6atm. The inflation device's pressure went down, so the physician suspected a balloon rupture. The procedure was completed with a different device. There were no reported patient complications and the patient condition is good.

Event description:
It was reported that during a percutaneous coronary interventional treatment procedure a balloon rupture occured. The 99% stenosed lesion being treated was located in the moderately tortuous proximal left anterior descending artery. The 3.0x15mm maverick2 mr balloon catheter crossed the lesion, inflation was performed to 6atm. The inflation device's pressure went down, so the physician suspected a balloon rupture. The procedure was completed with a different device. There were no reported patient complications and the patient condition is good.